Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced "asystole episodes [that] seem false (some subdetected signals)" possibly due to loss of contact and/or noise/electromagnetic interference. It was also reported that "the morphology of the fast ventricular tachycardia (fvt) and atrial fibrillation (af) episodes looks very strange". It was further reported that the device experienced oversensing during fast ventricular tachycardia (fvt) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.